Event description:
Per the clinic, the patient experienced a post-operative infection at the implant site. Subsequently, the patient was treated with IV antibiotics (specific date and duration not reported), however, the issue could not be resolved. The device was explanted on (B)(6) 2025, and there are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.